Event description:
It was reported that the cot allegedly dropped another 4 inches causing one wheel to come off and the cot to tip. There was pt involvement, however, no adverse consequences reported.